Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine check and they noticed an increase in threshold on the left ventricular (lv) lead to a high value. At implant they noted some stimulation in a couple of the vectors involving the lv. The patient did note that they felt some similar sensation one or two times since the implant. A chest x-ray was performed which did not show any visible movement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.